Manufacturer narrative:
(B)(4). W/o sets of disassembled mcs20 components of the pi were received and visually checked. No abnormal observation was obtained from the components. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a mastectomy procedure, the device is catching when firing the device. The surgeon has to put additional pressure to form the clip. It is unknown if the device completed the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the devices wer returned in good visual condition.  In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.